Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2014 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and competitor right atrial (ra) lead dislodged due to the patient's twiddler's syndrome. The lead was explanted and replaced. It was further reported that an right atrial (ra) lead was unable to be implanted during the replacement procedure, due to the patient's anatomy. A competitor lead was used instead. No patient complications have been reported as a result of this event.